Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.

Event description:
On (B)(6), 2020, customer reported she had high blood glucose of 386mg/dl while at work and pump did not alarm. She treated with the pump and went to urgent care on day of call at 10:00 where she was given a manual injection. Customer had changed her set on day of call before the event. Her set cannula was bent on the first day of use. Customer was rushing to go to work when she was inserting the set cannula. Her sensor just went to change sensor. During troubleshooting, time in pump was found to be incorrect. Customer said she had issue with serter during use. Pump was used at the time of the incident. Per customer, auto mode was not used. Per customer, sensor was used but pump did not alert for the high blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on 22 oct. The customer blood glucose level was 386 mg/dl at time of incident. Customer was received an urgent care and was given 6u humalog shot. The current blood glucose value was 306 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea and abdominal pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The insulin pump will not be returned for analysis.